Event description:
In a study under hde protocol of therasphere for treatment of unresectable hcc, the pt experienced a sae in the evening 2005: transient temperature spiked up to 100.5 f (as per spouse's report) after treatment with therasphere. Per report, fever resolved by morning of the following day with use of medrol dose pack and antibiotics. The case was judged by the clinical site as probably related to the treatment.